Event description:
It was reported, the light source exhibited the emergency light flashing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, d8, and g2 (unmark distributor). Additional information added to field: h3, and h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of emergency light flashing was not confirmed. Based on the results of the investigation, the presumed cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use for an unspecified procedure.